Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product no longer available for return.

Event description:
It was reported that insulin had leaked at the connector of the tube and cannula of the infusion set, resulting in hyperglycemia (blood glucose values are unknown). According to the customer no fluid was detected in the cartridge compartment.customer was not sure whether this was due to the handling as she can not exclude the possibility she might have bent the connector needle during the change of infusion sets.